Event description:
A customer reported to baxter corporate product surveillance an interlink y-type blood solution set in which blood was squirting out of the pump chamber when used. The alleged defect occurred during infusion of an unknown blood medication on a patient. There were no reports of patient injury, adverse events, or medical intervention. It is unknown if the blood came in contact with the patient or the nurse. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The companion sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). Evaluation summary: three companion samples were returned for evaluation. All three samples arrived in sealed pouches. Each sample was removed from the pouch and spiked into a 1000ml solution bag containing reverse osmosis water and primed per label copy. Each sample was visually inspected; each hand pump was then manually compressed and checked for leaks. All three samples primed and flowed normally with no leaks found. Each hand pump also functioned normally when hand with no leaks found. Therefore, the reported condition was not confirmed. An assignable root cause was not determined.